Event description:
It was reported that the sheath exhibited air bubbles when aspirating. During device insertion for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The dilator was removed from the sheath to perform aspiration and flushing, which were successful. The farawave catheter was then inserted. Aspiration and flushing of the sheath was performed again, but the flush port kept filling with bubbles. Aspiration and flushing were performed multiple times, both with the catheter inserted and removed from the sheath, but the bubbles were still present. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.